Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, the sensor wire was visible protruding from pt's skin. Pt removed it with tweezers. The sensor had been inserted in pt's arm. At the time of the call to technical support, the pt was in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.